Event description:
Took out knee poly to irrigate a possible infection within the knee. After irrigation a new poly was inserted

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, the investigation results will be submitted in a supplemental report.

Event description:
Took out knee poly to irrigate a possible infection within the knee. After irrigation a new poly was inserted

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 5-13 insert. Additional information has been requested and if received will be provided in a supplemental report.